Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the patient is experiencing pain. When it occurs, he cannot breath or move. "Feels like mesh has come loose."